Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported snagged guidewire. No patient harm. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received 12/18/2025: the guidewire is able to thread through the needle and catches when attempting to remove it. On the 18g mainly, unable to retract the needle after guidewire is advance while advancing the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a defective guidewire causing a defective safety mechanism is confirmed and was determined to be use-related. One 20 ga accucath ace was returned for evaluation. Inspection of the returned accucath ace showed abundant blood residues along the device. The guidewire was not observed to have any damage. Functional testing of each of the returned devices revealed sample 1 would allow the guidewire to advance with some resistance, and the needle would partially engage and get caught on the blood residues along the guidewire. The cause of failure for sample 1 was determined to be related to the abundant blood residues inside the device which caused difficulty advancing the guidewire and ultimately led to the failure of the safety mechanism. The safety mechanism will not engage if the guidewire cannot pass through the needle shaft. This complaint will be recorded for future trending and monitoring purposes.